Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a left mid basilar artery aneurysm that had a left aica (anterior inferior cerebral artery) arising from its neck. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving three pipelines. The first pipeline was stuck to the capture coil. Upon manipulation of the marksman catheter to release the pipeline, it released and moved into the pca (posterior communicating artery). The pipeline was corked and the system was removed from the patient as this was not the correct location. The second pipeline was advanced through a new marksman catheter to the target site, but also had difficulty releasing from the capture coil. After failed attempts to release the pipeline from the capture coil by manipulating the catheter and pushwire, the pipeline was corked and the entire system was removed from the patient. The third marksman and pipeline were advanced to the aneurysm and also had difficulty releasing from the capture coil. After some manipulation, the pipeline released from the capture coil but slipped down the basilar artery and did not fully cover the aneurysm. The procedure was concluded at this point with only part of the aneurysm neck covered because there were no suitable sized pipelines left. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00239 and 2029214-2013-00240.